Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bag seam. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between march 06, 2019 - march 07, 2019. The actual sample was received for evaluation. Visual inspection was performed which observed a small tear in the middle left edge of the bag. Functional testing was performed which observed a leak from the middle left edge of the bag. Additional magnified inspection was performed which verified a tear/hole in the middle left edge of the bag where the reported problem of leak was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.